Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to perforation of the filter struts outside of the inferior vena cava (ivc) wall, post implant deep vein thrombosis (dvt), pulmonary embolism (pe), post implant thrombosis and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: at the time of implant, the patient was admitted for dvt. The patient had a history of recurrent pulmonary embolism and dvt with poor compliance with anticoagulation medications. During implant, the right femoral vein was not visualized and presumably was occluded. No caval thrombus was seen during inferior venacavogram. The filter was implanted via the right internal jugular. The filter was positioned and deployed wit the top of the filter at the inferior aspect of the l1 pedicle and the bottom of the filter at the l3 superior endplate. This was below the renal veins and above the caval bifurcation. Approximately ten years post implantation, the patient underwent a CT scan. Heart size appeared within normal limits. There was mild patchy groundglass opacities seen in the right lower lobe, similar to the prior chest CT. Mild linear opacities are seen in the posterior left lower lobe, likely atelectasis or scarring, also unchanged. There is an ivc filter with proximal tip at the level of the renal veins. The tines of the filter do appear to extend beyond the lumen of the ivc. The inferior tip of the ivc filter also appears to project anterior to the inferior vena cava wall. The radiology report notes these findings can be seen with chronic ivc filters. The inferior vena cava inferior to the filter appears diminutive. There are numerous venous collaterals in the abdominal wall. This suggests chronic ivc and lower extremity thromboses with collateralization. There also appear to be collaterals to the right renal vein. There was diverticulosis of the colon without definite diverticulitis. There was a broad-based fat-containing umbilical hernia. There was ankylosis of the visualized sacroiliac joints. There was facet arthropathy in the lower lumbar spine. There does not appear to be ankylosis of the vertebral bodies. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years post implantation. The patient reports tilt, blood clots, clotting and/or occlusion of the ivc. The patient also reports suffering from swelling in the legs due to clotting and pain.

Manufacturer narrative:
Concomitant devices: 21-gauge microaccess needle; 6f sheath; 5f marking pigtail catheter. As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient experienced perforation of the filter struts outside of the inferior vena cava (ivc) wall, post implant deep vein thrombosis (dvt), pulmonary embolism (pe), post implant thrombosis and stenosis. The patient also reports that the filter tilted, there were blood clots, clotting and/or occlusion of the ivc. The patient also reports suffering from swelling in the legs due to clotting and pain. The patient reportedly became aware of the events approximately ten years post implant. The indication for the filter placement was a history of pulmonary embolisms (pe) and deep vein thrombosis (dvt) with recurrent pe and dvt in a patient who it is felt to be poorly compliant with anticoagulation medication. The filter was placed via the right internal jugular, after ultrasound of the right femoral vein showed no visibility and therefore was presumed occluded. The filter was positioned and deployed with the top of the filter at the inferior aspect of the l1 pedicle and the bottom of the filter at the l3 superior endplate. This was below the renal veins and above the caval bifurcation. Approximately ten years post implant, the patient underwent a computed tomography scan, the indication for the scan was evaluation of the filter. Impression of the scan results noted that the filter is present, the tines of the filter do appear to extend beyond the lumen of the ivc, the inferior vena cava inferior to the filter appears diminutive with numerous venous collaterals in the abdominal wall. This suggests chronic thrombosis with collateralization. There also appear to be collaterals to the right renal vein. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion and stenosis do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain or discomfort of the affected extremity. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Patient, pharmacological factors vessel characteristics may have contributed to these events. The filter is not intended for the prevention of dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Without post implant images for review, the reported events could not be confirmed nor a definitive cause be determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to perforation of the filter struts outside of the inferior vena cava (ivc) wall, post implant deep vein thrombosis (dvt), pulmonary embolism (pe), post implant thrombosis and stenosis. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion and stenosis do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The filter is not intended for the prevention of dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. The information indicated that there was stenosis and thrombosis, with the limited information provided it is not possible to draw a clinical conclusion regarding the event. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to perforation of the filter struts outside of the inferior vena cava (ivc) wall, post implant deep vein thrombosis (dvt), pulmonary embolism (pe), post implant thrombosis and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.